Manufacturer narrative:
Four opened sutures, in a pouch, in a blister, in a bag were received for the report of they have a different color than usual, lighter, thinner and easily broken. Samples were visually inspected and found to be nonconforming. All four suture were light in color, not black. Because the sutures were noted to be lighter in color, a second visual inspection took place. The channels of the needles were opened, the samples were visually inspected and was found to be conforming for black suture color inside of the channels. Dimensional suture diameter test was performed and all 4 were conforming. Functional tensile strength was performed and all 4 samples were conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms the sutures were light in color. Therefore, suture have different color than usual as described in the complaint was confirmed; however, since the suture color within the channel was confirmed as black; a root cause cannot be determined for the complaint as described by the customer. A possible contributing factor would be if the suture was exposed to hydrogen peroxide or hydrogen peroxide based cleaner. The returned samples were found to be conforming for visual, dimensional and functional testing associated with the reported event, therefore a report of the sutures were thinner and easily broken as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the ophthalmic sutures from two different lots were unusual in color, thinner than normal, and broke easily prior to surgery. Procedure details were not reported. Additional information has bee requested but none received till date.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).